Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the lot number was not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure using a prostyle device. Reportedly, an unspecified failure occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela. Unexpected or prolonged care was reported [a clinically significant delay]. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.